Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31457554l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia / premature ventricular contraction (pvc) ablation with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis. During the procedure, a pericardial effusion was noticed. There was no issue observed on intracardiac echocardiography (ice) at the beginning of the procedure. They used a soundstar catheter to draw ultrasound contours. A qdot micro was then brought up to the lateral mitral annulus in the left ventricle. They only did 4 ablation lesions. The patient's blood pressure started to drop quickly after the 4th lesion was performed. They then noticed a big pericardial effusion on ice. A "pericardial synthesis" was immediately performed on the patient and 1,046 milliliters of fluid/blood was extracted from the patient. The patient was immediately sent to the cardiothoracic surgery. The computed tomography (CT) surgeon decided to perform an emergency sternotomy on the patient to determine the source of the pericardial effusion and repair the perforation. The surgeon noted they perforated the basal lateral wall of the left ventricle (lv) during ablation. They repaired the lateral wall to the left ventricle during the sternotomy. The last known status of the patient was stable. Patient's hospitalization was extended due to monitoring patient's recovery from sternotomy. It was reported that impedance looked fine and there was no high force. They did not see any abnormalities and the ablation signals looked normal as well. All of the metrics did not look abnormal on their end. They are not sure what caused the injury but believes it was caused by the ablation catheter. The physician believes the injury was caused by the ablation catheter. The physician¿s opinion is that the tissue that was ablated is thin compared to the rest of the lv. Although contact force was adequate (10-20 grams according to carto 3 system), an attempt to increase contact force at the area of ablation caused perforation at that site. Low flow (2 ml/min) when not on ablation. On ablation, the generator was set to qmode (low flow (4 ml/min) with occasional high-flow (15 ml/min) modulation). Ablation was set for 40 w, 45 ºc, for 60 seconds. A total of 11 ml of heparinized irrigation was dispensed during the procedure. No concerns with patient anti-coagulation reported. Transseptal puncture was not performed; the physician went retrograde through the aorta to access the left.